Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the filling receptacles were defective.